Manufacturer narrative:
It was reported that prior to explant the patient experienced a granuloma at incision site and underwent revision surgery and treatment with oral antibiotics. This report is submitted on 8 january 2021.

Manufacturer narrative:
This report is submitted on 9 february 2021.

Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown) which was treated with oral and topical antibiotics. The device was explanted on (B)(6) 2020. The device will be subjected to a detailed investigation upon arrival. It is unknown if there are plans to re-implant the patient with another device.